Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: no product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The product is beyond 22 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Event description:
It was reported that when going through the whole cycle, the device was not delivering all the medications. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.